Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with unknown blood glucose levels. Customer reported that even though she was treating with the correct amount of insulin from pump, blood glucose did not go down. Customer's blood glucose was 685 mg/dl and was in diabetic ketoacidosis and was vomiting. The customer was treated with insulin drip and saline. The customer was wearing the insulin pump during the hospitalization. Customer declined to check for leaks and air bubbles. Customer was able to change set and blood glucose was stabilized.